Event description:
It was reported that the insulin pump was not delivering insulin and that the customer experienced high blood glucose levels. The blood glucose reading was 325 mg/dl. The customer stated that he had been having issues while trying to run a manual bolus 3 times, and the plunger would not move. The customer also noted that he did not receive an alarm at that time, but did receive a high blood glucose alarm later on while playing golf. He ran a 5.0 unit bolus and nothing exited the tubing. Upon troubleshooting, insulin exited the tubing during a manual prime. No leak was found. Unable to complete troubleshooting due to lack of tubing clamp, which was sent to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.